Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The overall baseline gender characteristics is male; the age of the patients was approximately 59 years old. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "clinical outcomes after primary prevention defibrillator implantation are better predicted when the left ventricular ejection fraction is assessed by cardiovascular magnetic resonance." Journal of cardiovascular magnetic resonance. 2020. 22:48. Doi: https://doi.org/10.1186/s12968-020-00640-0. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding clinical outcomes after primary prevention defibrillator implantation. The article reports patients implanted with implantable cardioverter defibrillators (ICD) that experienced infection. The status/ disposition of the icds is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.